Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the essure device/migration of essure device location of device: uterus/ perforation uterus/ it was embedded.") And genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec. Concurrent conditions included body mass index low. In january 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/migraine/headache"), fatigue ("fatigue/fatigue/tired"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives, itchy all over body"), rash generalised ("rashes or skin conditions type: hives, itchy all over body") and headache ("migraines / headaches"). In 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), depression ("depression/psychological or psychiatric problems condition: depression") and weight increased ("weight gain/loss specify which one: gain"). In 2014, the patient experienced abdominal pain ("abdominal pain/ I couldn't bear the abdominal pain"), back pain ("back pain/ I started to feel a lot of pain in the lower part of my back") and pelvic pain ("pain"). In 2015, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid/ thyroid problems"). On (B)(6) 2015, the patient experienced constipation ("constipation"), dust allergy ("allergy to dust") and stress ("stress"). On (B)(6) 2015, the patient experienced dyspnoea ("I'm having difficulty breathing"). On (B)(6) 2016, the patient experienced thyroid hormones increased ("my thyroid levels are a bit too high"). On (B)(6) 2016, the patient experienced insomnia ("problem to sleep because I haven't slept for 3 days"). In march 2016, the patient experienced procedural pain ("painful post-operative recovery"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)") and ovarian cyst ("distal hydatid cyst of morgagni (ovarian cysts)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/nickel allergy"), abdominal pain lower ("cramping"), mood swings ("lots of mood swings"), abdominal distension ("my stomach swelled up") and emotional disorder ("feeling emotional"). The patient was treated with ibuprofen, ibuprofen (advil) and surgery (da vinci robotic surgery, salpingectomy (bilateral), cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, allergy to metals, procedural pain, vaginal haemorrhage, menorrhagia, rash generalised, headache, pelvic pain, weight increased, thyroid disorder, ovarian cyst, insomnia, thyroid hormones increased, dyspnoea, mood swings, abdominal distension, constipation, dust allergy, stress and emotional disorder outcome was unknown, the genital haemorrhage, migraine, fatigue and abdominal pain lower was resolving and the urticaria had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, constipation, depression, dust allergy, dysmenorrhoea, dyspareunia, dyspnoea, emotional disorder, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, procedural pain, rash generalised, stress, thyroid disorder, thyroid hormones increased, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved, but some remain. On (B)(6) 2016: they just had to remove my tubes and cut only small piece of uterus, which was where it was embedded. They did the surgery with a new system alled da vinci robotic surgery, it was abdominal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - in april 2011: full occlusion of fallopian tubes ultrasound doppler - on (B)(6) 2016: location of coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, headaches and rash, pelvic pain, lower abdominal pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:insomnia, thyroid hormone increased, dyspnoea, mood swings, abdominal distention, constipation, dust allergy, stress, feeling emotional most recent follow-up information incorporated above includes: on (B)(6) 2018: other social media received. Reporter information was added. Other relevant history and lab data was added. Events were clubbed with previously reported events. Events:insomnia, thyroid hormone increased, dyspnoea, mood swings, abdominal distention, constipation, dust allergy, stress, feeling emotional were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the essure device/migration of essure device location of device: uterus/ perforation uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: sprintec. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines/migraine/headache"), fatigue ("fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives, itchy all over body"), rash generalised ("rashes or skin conditions type: hives, itchy all over body") and headache ("migraines / headaches"). In 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), depression ("depression/psychological or psychiatric problems condition: depression") and weight increased ("weight gain/loss specify which one: gain"). In 2014, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and pelvic pain ("pain"). In 2015, the patient experienced thyroid disorder ("other injury(ies) or complication (s) please describe: thyroid"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/dysmenorrhea (cramping)") and ovarian cyst ("distal hydatid cyst of morgagni (ovarian cysts)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy/nickel allergy") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen, ibuprofen (advil) and surgery (salpingectomy (bilateral), cornual resection and repair). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, back pain, dyspareunia, depression, allergy to metals, procedural pain, vaginal haemorrhage, menorrhagia, rash generalised, headache, pelvic pain, weight increased, thyroid disorder and ovarian cyst outcome was unknown, the genital haemorrhage, migraine, fatigue and abdominal pain lower was resolving and the urticaria had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, rash generalised, thyroid disorder, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved, but some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - in april 2011: full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, headaches and rash, pelvic pain, lower abdominal pain. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff's fact sheet and medical records received. Abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: hives, itchy all over body, migraines / headaches, pain, weight gain, other injury(ies) or complication (s) please describe: thyroid , distal hydatid cyst of morgagni (ovarian cysts) were added, patient's medical history added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), depression ("depression"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy to remove the essure ). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the uterine perforation, abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, depression, fatigue, allergy to metals and procedural pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, migraine, procedural pain and uterine perforation to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved, but some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.